Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device does not download. No use or adverse event involving patient or user was reported.

Event description:
It was reported to philips that the device does not download. The device was not in use on a patient. No adverse event involving patient or user was reported.